Manufacturer narrative:
Image review: media files were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload is present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is evidence of a second valve check with an infold touching the 4th node. This would be considered a misload. There is evidence of a successful deployment of the second valve with an infold and then post balloon dilatation to resolve infold medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while loading, the fluoroscopy check of the valve revealed a misload as overlap past node 4 was visible. A new valve was loaded and the fluoroscopy check was good. No pre-implant balloon dilatation was performed. Moderate and symmetrical calcification was reported. After the valve was implanted, infold was observed. A post implant balloon dilatation was performed with a 23 millimeter (mm) balloon and the infold resolved. The patient was stable with no complications.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012483143); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012548066); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012548055); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012548066); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the misload was not due to valve loader. During the valve deployment, the infold was observed during the first deployment. Per the physician, the patient's asymmetrical calcification contributed to the infold.

Manufacturer narrative:
Corrected data: b5 - corrected to include the update received on jan 22, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.